Event description:
The tip of a powerflex p3 balloon got trapped in a stent, which was already implanted in the pt. Then the tip became detached from the balloon. No other event outcomes happened. As per the physician, he managed the product too hard resulting in twisting. To get the product out, the physician had to twist a few times, resulting in a balloon rupture. The physician commented that the problem experienced was not fault of the balloon; it had to do with the boston scientific stent that had been implanted in the pt.

Manufacturer narrative:
Additional info will be submitted upon 30 days of receipt.